Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated the patient has been having problems lately (needing to go to the bathroom a lot). Caller stated she 'disconnected' the device and was calling to see how she can program it again. Synced with the patient programmer and stimulation was on. Caller increased from 4.5 to 5.2 on program 3. Caller stated the patient felt comfortable stim. The patient should monitor symptoms over the next couple days per patient services. On (B)(6) 2019 the patient¿s mother called in again and said the patient is retaining urine and going too many times to the bathroom. The caller stated their doctor recommended they call the manufacturer. Caller said she did not know if doctor wanted them to increase or change programs. Caller said she wanted to do whatever helps. Caller said patient was on program 3 at 5.5 v. Patient services (ps) tried to work with caller to make an increase, however, caller reported it was on program 3 at 4.4 v and the programmer showed the device was off. Device was turned on and the patient could feel stim. Caller said they have been turning it off because it might run out of battery. It was reviewed the device is designed to last a long time and if it is turned off it will not help the symptoms. The caller was spanish speaking and was offered to have a spanish speaking agent call back, and it was requested a spanish agent call and offer further device education. No further complications were reported or are anticipated.